Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's levels had been 450mg/dl. The customer treated with the high with the pump and their levels dropped to 109mg/dl. The customer declined to troubleshoot at this time.